Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 500 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer did not tested for ketones the customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will discontinue to use the device and the insulin pump will be returned for the failure analysis.

Event description:
Updated summary: customer's husband reported via phone call that customer visited to emergency room and then hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 500 mg/dl. It was stated that the insulin pump was completely broken and not turning on. No information was provided about drive support cap.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - impact code and medical device problem code were incorrect. The correct information was provided in section b5 and h6 with this report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of july 10, 2022, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 9.5 u. On (B)(6) 2022 08:21:54.000 normal bolus delivered. Normal bolus amount programmed = 3.9. Bolus amount delivered = 3.9. On (B)(6) 2022 12:13:36.000 normal bolus delivered. Normal bolus amount programmed = 2.2. Bolus amount delivered = 2.2. On (B)(6) 2022 16:36:12.000 normal bolus delivered. Normal bolus amount programmed = 2. Bolus amount delivered = 2. On (B)(6) 2022 18:04:28.000 normal bolus delivered. Normal bolus amount programmed = 1.4. Bolus amount delivered = 1.4 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2022 00:57:00.000, on (B)(6) 2022 08:10:55.000. On (B)(6) 2022 08:11:37.000, on (B)(6) 2022 08:12:25.000. Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2022 15:01:00.000. On (B)(6) 2022 08:10:17.000, on (B)(6) 2022 08:12:00.000. Replace battery alert was recorded and found in the formatted history file on: on (B)(6) 2022 00:32:00.000. On (B)(6) 2022 00:42:00.000. Power loss alarm was recorded and found in the formatted history file on: on (B)(6) 2022 08:13:36.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on (B)(6) 2022 08:10:15.000, on (B)(6) 2022 08:11:21.000. On (B)(6) 2022 08:11:28.000, on (B)(6) 2022 08:12:03.000. On (B)(6) 2022 08:12:12.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 11:56:00 am. There was no power data available for the date on (B)(6) 2022. Unable to check power data for low battery alert, replace battery alert, power loss alarm and failed batt/battery failed alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.